Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink in the imaging window assembly in the distal end. There was no damage observed or perforations on the sheath of the catheter. The telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a hole in the catheter. An opticross¿ imaging catheter was selected for use. During the procedure, the physician inserted opticross¿ imaging catheter over the guidewire. However, it was noticed that the opticross¿ prolapsed. The catheter was not tracking the plane of the guidewire and went on a different plane. The physician decided to pull the opticross¿ out and noticed a "flip", like there was a hole in the catheter. The transducer had gone through the hole in the catheter. Furthermore, a kink was also noticed on the opticross¿. The procedure was successfully completed using another opticross¿ imaging catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a hole in the catheter. An opticross¿ imaging catheter was selected for use. During the procedure, the physician inserted opticross¿ imaging catheter over the guidewire. However, it was noticed that the opticross¿ prolapsed. The catheter was not tracking the plane of the guidewire and went on a different plane. The physician decided to pull the opticross¿ out and noticed a "flip", like there was a hole in the catheter. The transducer had gone through the hole in the catheter. Furthermore, a kink was also noticed on the opticross¿. The procedure was successfully completed using another opticross¿ imaging catheter. No patient complications were reported and the patient's status was fine.